Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate tortuosity. During use with the prowater guide wire, resistance was noted with the anatomy during advancement. It was noted that the guide wire tip appeared to be longer on angiography; therefore, the guide wire was removed. During removal resistance was noted with the anatomy again. After removal, the tip was found to be stretched. A new unknown guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd:with the provided information, it is inferred that the tip of the guide wire might be trapped in the lesion and exposed when removed to the abrasion load exceeding the product design limit, resulting the coil pitch moving. The warnings section of the instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise, the guide wire may be damaged and / or vessel trauma may occur.